Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh was informed about a customer complaint where it was indicated that during use of carino hygienic chair, the screw holding the armrest broken off. Please note that the armrest is the part of a chair that supports the resident's arm. According to operating and product care instructions (IFU, document number 04.bo.00_3gb dated on may 2004), residents who are not depending on support of caregiver, when sitting down on the device chair can hold on the armrest so that he/she can lean on it. As a result of this situation, the resident fell, but fortunately did not sustain any injury. The personal support worker sustained a bruise on her foot. When reviewing similar reportable events, we have found low number of cases with similar fault description (resident fell from carino), but none of these complaints was caused by broken bolt that is keeping the armrest in place. Therefore issue voiced by the customer in this case appears to be an isolated occurrence. The customer was visited by arjohuntleigh representative who performed an on-site inspection and repaired the device. According to opinion of arjohuntleigh technician, "the screw got broken due to excessive force". During the investigation it was established that carino which took a part in this incident was manufactured in february 2005. According to the IFU: "the useful life of this equipment, unless otherwise stated, is ten (10) years, subject to preventive maintenance being carried out in accordance with the instructions for care and maintenance." It can be stated that this device has reached its operational expected lifetime in february 2015, which was almost 2 years before the incident. Therefore it is possible that additional factor of breaking the screw could be normal wear of the device. It should be also emphasized that as with all of our devices and their components, care must be practiced so as to preserve the quality and life of the device and its components. Any loose movement of the armrest or other issue should be detected by the caregiver and device should be excluded from use until it is repaired by qualified personnel. According to the IFU, the caregiver is obligated: "every week: [...] Visually check mechanical attachments: visually check that all screws and nuts are tightened and that there are no gaps.[...] Every year: carino has to be serviced according to the preventive maintenance schedule (arjo authorized service)." Therefore at minimum it can be stated that the armrest assembly was not checked for their working condition prior to the incident. For an arjohuntleigh trained service technician this appears to be a failure associated with an extensive usage. With all facts gathered above, we came to the conclusion that the issue covered by this complaint is most likely related with a lack of proper care and preventive maintenance performed on this device. Please note that if caregiver follows every guideline given in operating and product care instructions, there is a really small possibility of any dangerous situation to occur. If any of above described situation is noticed, device should be excluded from use until it is repaired by qualified personnel. We find this complaint to be reportable to the competent authorities in abundance of caution, due to reported patient's fall that could lead to serious injury upon reoccurrence. It has been established that the device was out of manufacturer's specification; it was being used for patient handling at the time of the event and as a result of a use error contributed to the malfunction and the outcome of the event.

Event description:
Arjohuntleigh was informed about a customer complaint where it was indicated that during use of carino hygienic chair, the screw holding the armrest broken off what caused the patient to fall. As a result of the fall, the patient was not injured, the personal support worker had a bruise on her foot.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh will attempt to contact the customer to obtain more information about this complaint. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh received customer complaint where it was reported that the carino arm broke and resident fell off. No more details are known at this time. It is unknown the patient was injured.